Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than induced damage from the extraction. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture, the greater than programmed amplitude or suspended alert and infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for left ventricular automatic threshold (lvat) detected greater than programmed amplitude or suspended. In addition, during the automatic lv threshold test, there were observations of loss of capture inappropriately marked as fusion beats. Technical service was consulted and offered troubleshooting suggestions. Subsequently, approximately one week after the reported lvat alert observations, the patient exhibited device erosion and infection which required surgical intervention. The crt-d system was explanted and replaced. No additional adverse patient effects were reported.